Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 60 mg/dl; however, the cause of the low bg was unknown. Customer addressed low bg level by ingesting juice. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Multiple follow up attempts were made by tandem technical support regarding low bg level, however, customer did not respond.